Event description:
It was reported the patient experienced increased pain in her leg post pump implant. A catheter revision was being considered. Additional information received indicated the event was not attributed to the device. The catheter placement was irritating a nerve root. A revision of the catheter was performed in 2009. The drug used in the pump was prialt. The patient outcome was reported as "no injury".